Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Additional patient information: diagnosis: transient hypotension.

Event description:
It was reported that the patient had transient hypotension and was improving with IV fluids administration. The patient had received two normal saline 1l infusions. The nurse noticed that the 2nd ns 1l was finished, and went to hang a third 1liter infusion, when the nurse noticed that the 2nd IV saline bag was completely empty, including the distal drip chamber. Following the line, the nurse noted a rapidly descending fluid line with air seen in the IV set down to the patient. The nurse immediately clamped the line proximal to the y-site, but distal to the pump segment which stopped the air from entering the patient. The concern is that a large air bolus could have reached the patient if the nurse had not noticed it. Further, the nurse conducted a small experiment on another piece of alaris tubing and found that the nurse was able to inject up to 20 ml of ns into the line that represented the empty air space from the drip chamber to the pump segment (the package shows that it accommodates 26 ml total). The customer further stated that there were no adverse effects caused to the patient from the event.